Event description:
Same case as MDR ID 2134265-2013-02680, 2134265-2013-02681. It was reported that during an intravascular ultrasound (ivus) procedure automatic pullback failed. While using an ilab cart system, the physician performed an automatic pullback but the motor drive unit did not move. Manual pullback was performed three times by the physician but was also unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient is in a stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu 5 was installed into a gold standard system and tested for functionality. The mdu 5 unit meets specification of the mdu-5 functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed . (B)(4).

Event description:
Same case as MDR ID 2134265-2013-02680, 2134265-2013-02681. It was reported that during an intravascular ultrasound (ivus) procedure automatic pullback failed. While using an ilab cart system, the physician performed an automatic pullback but the motor drive unit did not move. Manual pullback was performed three times by the physician but was also unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient is in a stable condition.

Manufacturer narrative:
(B)(4).